Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-05453. It was reported that during patient's lead revision (related manufacturer reference number: 1627487-2022-05453), the lead could not be explanted as it was anchored under spinal hardware. In turn, the physician disconnected the lead from ipg header and left in situ. Surgical intervention may be undertaken to address this issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.